Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: a female patient underwent tevar for her thoracic aortic aneurysm on (B)(6) 2019. It was reported that the patient¿s anatomy was not suitable for zta since the patients proximal neck length was 12 mm if the zta device was placed from zone 3, despite this a zta-p-38-217-w1 (complaint device) and a zta-p-46-179-w1 was placed. On (B)(6) 2019, a CT was performed, and a proximal type 1 endoleak was reported. On (B)(6) 2019, the patient was transferred to ageo central hospital due to a subarachnoid hemorrhage. On (B)(6) 2019, another CT was performed, this showed a type a dissection with the entry located nearby the aortic valve in the ascending aorta ((B)(4) on (B)(6) 2019, the patient condition changed, and the patient developed heart tamponade and died. Due to the shift in patient condition no intervention was performed for the type 1a endoleak. It was reported that the physician had not decided whether to wait for the next CT scan that were to be performed one month later or perform an intervention for the endoleak. A preoperative CT study dated on (B)(6) 2019 was provided and reviewed by an imaging expert. Per the findings of the imaging reviewer the aortic diameter is 31 x 32 mm at the lcca and 43.8 x 38 mm at 20 mm distal to the lcca (proximal landing zone). The imaging reviewer comments that the patient¿s proximal neck anatomy is outside of IFU for repair with this device despite de-branching of the lsa. Based on the preoperative imaging, the aortic diameter at the proximal landing zone increases from 31 x 32 mm at the lcca to 43.8 x 38 mm at 20 mm distal to the lcca, which is not suitable for repair due to severe reverse tapering and short length (15 mm) of adequate neck from the lcca. This is likely the cause of the reported type 1a endoleak. The patient¿s proximal neck anatomy is outside of IFU for repair with this device despite de-branching of the lsa. Based on the preoperative imaging, the aortic diameter at the proximal landing zone increases from 31 x 32 mm at the lcca to 43.8 x 38 mm at 20 mm distal to the lcca, which is not suitable for repair due to severe reverse tapering and short length (15 mm) of adequate neck from the lcca. This is likely the cause of the reported type 1a endoleak. A review of the device history record gave no evidence of the product being nonconforming. Per the IFU nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer with a length of at least 20 mm are required. This event is traced to the user as the use of the device in anatomy outside of IFU likely caused the reported endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Similar device under 510(k)/PMA p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2019 tevar was performed. Minimum diameter of the patient's access route was 6.9 mm and no calcifications. The patient's proximal neck length was only 12mm if zta device was placed from zone3. Debranching of left subclavian artery and left common carotid artery were too invasive to the patient considering her age, so only left subclavian artery was debranched to place zta device. The patient's anatomical condition was not suitable for using zta device but zta-p-38-217-w1/ e3827315 and zta-p-46-179-w1/ e3789936 were placed and the procedure was completed. On (B)(6) 2019 : post-procedural contrast CT scan was performed. No dissections were confirmed but type I endoleak was confirmed at that time ((B)(4)). On (B)(6) 2019 : non-contrast head CT scan was performed and subarachnoid hemorrhage was confirmed so the patient was transferred to (B)(6) hospital. On (B)(6) 2019 : non-contrast CT scan was performed and the type a dissection was confirmed. The entry was nearby the aortic valve in the ascending aorta. On (B)(6) 2019 : the patient condition changed suddenly. The patient developed heart tamponade and the patient died before being treated. Patient outcome: the patient died on (B)(6) 2019.